Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the patient received the following results within 10 minutes: 235 mg/dl (system 1), 290 mg/dl (system 2), and 20 mg/dl (clinic's meter). The patient was treated for hypoglycemia with glucose solution at the emergency room. The patient was in the emergency room for 3 hours.

Manufacturer narrative:
The investigation performed confirmed that the returned strip vial is suspected counterfeit product, which happened outside roche control. Due to the returned vial being suspected of being counterfeit, the investigation unit was unable to test for the allegation of questionable results.